Event description:
It was reported that during an ultrasound-guided breast biopsy as the needle was being inserted into the breast for the fourth sampling, the needle inadvertently fired with the safety on without depressing the trigger. The device was re-primed and a fifth tissue sample was collected without incident. The procedure was completed with the tissue samples obtained. After the sample had been collected from the needle, the device was fully primed and while lying on the table with the safety on, the device inadvertently fired again. There was no reported pt or user injury.

Manufacturer narrative:
The serial number for the device has been provided and the device history records are being reviewed. The device has been returned and the investigation is currently underway.